Event description:
It was reported that during an ablation procedure, the patient's right atrial (ra) lead had dislodged. The lead was reprogrammed off, then repositioned the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.